Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on (B)(6) 2011. On (B)(6) 2011, the patient began remedial treatment with continued daily ip injections of vancomycin 500mg and amikacin 250mg; and supacef 250mg each exchange (1.5%-5bags 2000ml-5 exchanges-4hours/day, continued 7days). The root cause of the peritonitis was a break in aseptic technique, described as patient made mistake. At the time of this report, the patient remained hospitalized. The outcome for the events of peritonitis and break in aseptic technique was unknown. Dianeal was ongoing. Concomitant medications were not reported. The nurse believed the event of peritonitis was not related to dianeal pd2 ultrabag therapy, however, did not provide an assessment of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.